Event description:
One device reported as having an alleged false result received via an amazon message review. Complainant performed a lucira test, but did not specify the result of the test received. The complainant took a pcr test a few days later, and reported that the result received from the pcr test was different from the result provided by the lucira test. Therefore, the complainant reported that the lucira test provided an alleged false result. Per amazon policy, lucira was unable to contact the customer directly to obtain additional information. No additional information provided.

Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The complainant reported an alleged false result. However, there is no additional information from the compliant specific to an alleged "false positive" or "false negative" received. Based on review of the product's fmeas and risk assessment documentation, false test results (false positive and/or false negative) are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for false positive is under the expected threshold of 2% (label claim)/1% (internal warning limit). The complaint rate for false negative is under the expected threshold of 8% (label claim)/4% (internal warning limit). Lucira health will continue to monitor trends related to false results. Based on the limited information available, root cause cannot be determined. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under (B)(4) check-it.